Manufacturer narrative:
(B)(4). This lot was manufactured from august 4, 2014 to august 5, 2014. Evaluation summary: the evaluation of the returned device is complete. A visual inspection was performed and revealed white particles, ranging between 1.15 and 2.39 mm in length, floating in the fluid inside the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy scanning identified the particles to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter within its bladder. This was found before use. The device was filled with caspofungin and meropenem. There was no patient involvement. No additional information is available.